Event description:
On (B)(4) 2023, a patient in spain underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)2023, it was reported that the patient experienced severe abdominal pain, 02 saturation of 85%, and arterial hypotension. The patient was prescribed IV enantyum for pain and an unknown IV antibiotic. The patient received a CT scan that revealed a pneumoperitoneum, a drain with a catheter made, a large amount of air was expelled. The patient was feeling well.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of the pneumoperitoneum. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.